Event description:
It was reported to the manufacturer by the end user, per the end user, "he states that his daughter's feet keep hitting the lift during transfers and is injuring her feet." The patient has sustained bruises on the feet. The lift involved remains in-service. Training was offered to the facility and they declined. (B)(4) was entered into our system.